Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00174. Concomitant medical devices: femoral component precoat size e right, catalog#: 00595001502, lot#: 64247000. Trabecular metal cruciate retaining monoblock tibial component: yellow size 4 c-h 10mm, catalog#: 00588604410, lot#: 64059750. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient developed right deep vein thrombosis approximately two weeks after right total knee arthroplasty. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the "type of surgery, patients pre-existing comorbid state, and perioperative management." Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. Root cause can be attributed to the procedure.

Event description:
No further event information available at the time of this report.